Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading was 81 mg/dl. It was stated that the customer passed out while he was driving and had an accident. The customer's blood glucose was 35 mg/dl when the paramedics were called out. The customer stated that he did not eat enough for the day and he had a late breakfast. The customer also stated that he is sure that nothing is wrong with the device. Troubleshooting was performed and the programming was accurate. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.